Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced battery out limit, blank display, low battery alert and damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump goes dead without notifying them. The customer mentioned a small crack on the right hand corner of the screen. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump was received with blank display due to corrosion on the lcd board. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify low battery alarm, battery out limit alarm due to blank display. The insulin pump had minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip. No crack on the battery compartment noted.